Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not detected on the bus. The customer reported that several drawers were not being detected. The field service engineer (fse) confirmed that multiple auxiliary drawers (1, 2.2, 4.1-4.2, 5.2, 6, and 7) were not recognized. The fse powered down the system, removed the back panel, and disconnected the auxiliary drawers to inspect the pyxibus cable. A cut in the cable was identified as the root cause of the issue. The fse replaced the damaged cable, reconnected the drawers, and restarted the device. Following these actions, all drawers were successfully detected and functioning properly. The repair was verified using the medication application, and the customer successfully confirmed normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was showing failed hardware. The customer stated that the failed drawer mentioned required maintenance. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.